Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and reported that the system passed a pneumatic leak test of all manifolds. The stm was unable to duplicate the gas leak in circuit event in any of the test. In addition, the stm reported not displaying pressure. The stm completed performance tests and pressure was displayed. The unit passed all calibration, functional, and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported by customer at community memorial hospital that cardiosave intra-aortic balloon pump (iabp) was not displaying pressure and gas leak in circuit. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported by customer at community memorial hospital that cardiosave intra-aortic balloon pump (iabp) was not displaying pressure and gas leak in circuit. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b1, b4, g4, g7, h2, h6 (evaluation method code), h10, h11.corrected fields: e1 (event site email).